Event description:
A customer reported that they burned a patient on the chin and on the leg. This report is for the leg incident. A second MDR is being filed for the chin incident.

Manufacturer narrative:
The customer received the laser system and received training per company policy. They reported that there were 2 patients burned. One on the chin and one on the leg. Service evaluated the system and determined that it was operating with in specification. There was no device malfunction. The operator believed she used the incorrect treatment parameters. Therefore, the root cause is user error.